Manufacturer narrative:
(B)(4).a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "duplicated messages on main display". It is unknown when this event occurred. This condition has the potential to cause an interruption of delivery. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with duplicated messages on main display was confirmed during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).